Event description:
New information noted the leadless pacemaker (lp) had difficulty releasing from the delivery catheter and discoloration of the electrode was observed after removal from the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of delayed separation was not confirmed while the reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted outer helix length was out of specifications; the elongation of the helix was consistent with implant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. The patient was in stable condition.